Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor after warm up. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6)/2020. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the device displayed new sensor after warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.